Event description:
(B)(4). Hair loss, bloating and gain weight, libido disappear 100%, joint pain, painful periods, depression, anxiety, legs and knees inflammation, skin problems, rash, fallen bladder, incontinence, losing vision, back pain, extremely tired, muscle pain, gastric problems.....